Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable erythrocytes results for one patient urine sample tested with chemstrip 10 md urine test strips on urisys 1000 urine analyzer serial number (B)(4). The original erythrocytes result was negative. The erythrocytes result in the laboratory was 250. The unit of measure and the test method were not provided. The erythrocyte result was "2++" on another urisys 1100 meter. The erythrocyte results were negative on two other urisys 1100 meters. The erythrocyte results were positive on a different urisys 1100 meter. The specific data was not provided. The customer stated that the patient's urine was visibly red. The analyzer was calibrated within the last seven days. The qc was acceptable. There was no allegation of an adverse event. The patient's condition was stable. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The retention material (lot 26977400) was measured on an urisys1100 with zero native urine and an erythrocyte dilution series according to the testing plan. The results of the measurements fulfill the requirements. No false negative results were observed.

Manufacturer narrative:
The retention material (lot 26977400) and the returned customer material (lot 26977405) was measured on a retention urisys 1100 and on the returned customer urisys 1100 analyzer with native urine and an erythrocyte dilution series. The results of the measurements fulfilled the requirements. No false negative results were observed. The investigation was unable to find a definitive root cause.